Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with single vessel disease in left anterior descending (lad). Vascular access was obtained via femoral artery. The 85% stenosed, 32mmx2.50mm, concentric, de novo target lesion was located in the mildly calcified lad. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed. A 32mmx2.50mm promus premier¿ stent was deployed to treat the lesion. Following a post-dilatation, distal edge type b dissection was noted. The physician then implanted a 2.50mmx20mm promus premier¿ stent to cover the dissection and the procedure was completed. No further patient complications were reported. The patient is stable and responding well to medications.